Event description:
The operating physician reported the following details to the company on (B)(6) 2012: "(B)(6) male. No prior CABG/valve. Nyha I, nicm. Dx lead malfunction. Used a 14f sls ii and cook liberator to extract the sjm 1688t ((B)(6) 2005). Tear in svc and ra. Thoracotomy in ep lab, but patient expired."